Event description:
The facility's nurse called citing "blood detect" alarm generating on the cs300 with no visible blood in gas line. Tech support guided the nurse to shutdown the cs300, wait 10 seconds and reboot. The patient was supported 1:1 without any alarms. No patient injury, harm, or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility biomedical engineer reported that they were not notified of this event as the iabp did not alarm after initial troubleshooting with getinge tech support as reported in(describe event or problem). Updated fields: ((B)(4)).

Event description:
The facility's nurse called citing "blood detect" alarm generating on the cs300 with no visible blood in gas line. Tech support guided the nurse to shutdown the cs300, wait 10 seconds and reboot. The patient was supported 1:1 without any alarms. No patient injury, harm, or adverse event was reported.